Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b, a4 and a5: unknown, as information was requested but not provided. Section b3 - date of event: date unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Device evaluation: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the iol were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient implanted with a preloaded toric intraocular lens (iol) in their left eye complained of double vision. The patient had distant visual acuity of 1.2, but the patient had double vision. In near vision, the patient did not complain of diplopia. No patient injury was reported and no medical intervention was performed. Through follow-up, we learned that the patient 's symptoms of diplopia changed to blurred vision and there were no issues with the intermediate vision. The prescription was aimed at -0.3d, the vision becomes clearer if corrective lenses (-0.5) are added. The lens was explanted and a replacement iol was implanted. The distance visual acuity improved post iol exchange. The patient was also satisfied with the postoperative vision. No further information was provided.